Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had fallen and ever since, the device had been shocking them. It was reported that they were getting shocked when they were driving and noticed it more when they were sitting or if they had the lumbar adjusted on their seat. The patient reported it was like getting a bee sting feeling at the implantable neurostimulator (ins) site. There was a report that it was occurring intermittently. It was reported that the stimulation change was reported to be related to positional movement. There was a report that the patient fell out of bed. It was also reported that they had a CT scan however it was not because of the shocking, it was because they had been having issues of having some sharp pain in the lower back again. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.